Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Update in initial MDR report: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's knee was replaced and the patient was unsure if the ipg was placed into surgery mode prior to the replacement. Troubleshooting with field representatives did not resolve the issue. As a result, surgical intervention may take place at a later date to address the issue.